Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : ca-(B)(4) the customer stated that there was no patient involvement.

Event description:
(B)(4). Evaluation statement: the escalated thermal damage issue was evaluated by cad. During the service technicians repair activities the component q9 was noted to be thermally damaged on the power supply board. The noted observation and failure mode of the returned pcu device is consistent with findings noted in prior investigations for this same issue. The issue has been addressed in CAPA # (B)(4). The issue has been risk assessed via dir: (B)(4). A review of the device service history from the date of manufacture, 11/may/2007 to the present performed found no qn or prior servicing recorded. The customer did not allege any patient involvement or report observing smoke, burning smell or flames. No further investigation of this issue by customer advocacy (cad) is deemed necessary and the service department may proceed with the appropriate repair. (B)(4). This device is repaired during training, verified sap (B)(4).